Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and the device not working properly. A surgical procedure was performed to remove and replace all the components. No additional patient complications were reported.